Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted to have green discoloration on their white power lead, modular cable and system controller. There was concern for green goo vs discoloration. It was requested the log files be reviewed. The log files were reviewed and there were no unusual events recorded in the log file history. It was recommended that the cables and system controller be cleaned with an alcohol wipe and that alarms be continued to be monitored for or further discoloration. The device was operating as intended. Pictures were provided. The discoloration/substance did not appear to affect the system controller's functionality at the time. It was noted they should see if it would come off with an alcohol wipe. If there were any concern with the system controller and modular cable could be replaced.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of the modular cable appearing discolored was confirmed via the provided photos. The modular cable (lot number 7464355) was not returned for analysis. However, images of the cable were provided which revealed a fluid-like greenish substance around the controller-side connector and within the cable¿s jacket near its controller connector bend relief, resulting in the cable appearing slightly discolored. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿ instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the modular cable, lot number 7464355, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.